Manufacturer narrative:
Na.

Event description:
The customer received questionable calcium gen.2 result for two patient samples. Of the data provided, only the results for one patient sample were discrepant. The original result was 13.1 mg/dl. The repeat result on another cobas c702 analyzer was 9.7 mg/dl. The original result was reported and was corrected in the lis. As the patient was an outpatient, the corrected report went to the physician. The patient was not adversely affected. The reagent lot number was 61436901 with an expiration date of 08/31/2016. The field service representative could not find a cause. He checked the operation of the instrument and flushed out the sample lines as a precautionary measure. The customer ran precision testing, calibration, and qc which all passed.

Manufacturer narrative:
A specific root cause could not be identified. The issue was resolved after implementation of a special wash. Unknown contamination of the reagent probe was suspected.